Event description:
Painful breasts contractures. Records of implant of these prosthesis are not available at this hosp. Attending dr states he knows of no available records. Right silicone implant ruptured. Left silicone implant leaking.